Event description:
It was reported that "it was unable to pace during use." No patient complications or injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with monoject 1.3 cc limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing found that the distal electrode had a full open condition. Proximal electrode was continuous without any intermittent condition. No short conditions were observed between the proximal and distal electrodes. A cut-down of the catheter revealed that the distal leadwire was broken at the solder joint to the distal electrode. The balloon inflated clear and concentric and remained inflated for 5minutes without leakage. Balloon inflation testing was performed using the returned syringe with 1.3 cc air by holding the balloon under water. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine if the root cause is related to the manufacturing process and implement any necessary corrective actions.